Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067l, rf (radio frequency) head. (B)(4).

Event description:
It was reported the programmer shuts off or freezes as soon as a usb (universal serial bus) stick is inserted. The programmer was returned for repair. No patient involvement or complications were reported.